Event description:
It was reported that the leg extensions on the 2800 system were broken. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep adjusted the button and test functionally by installing and removing the leg extensions several times. The rep also replaced the reed switch. The system operates as intended.